Event description:
If was initially reported that during a da vinci-assisted right hemicolectomy procedure, ¿improper tissue dissection¿ occurred during use of the vessel sealer (vs) instrument which led to loss of vascular control. It was alleged that the surgeon was inferior to the pancreas and a vessel was partially transected which resulted with a bleed. In order to control the bleeding, the surgeon made the decision to convert to open surgery. On (B)(6) 2020, an intuitive surgical, inc. (Isi) clinical sales representative (csr), was contacted and the following additional information regarding the reported event was obtained: the csr was present during the da vinci-assisted right hemicolectomy procedure which was not recorded on video. The surgeon was using a vs instrument to dissect tissue below the pancreas. The surgeon was attempting to create a window in order to use a stapler instrument. According to the csr, the surgeon grabbed a tissue bundle with the vs instrument and cut. At that moment, the surgeon reportedly partially transected a vessel unintentionally. As a result of cutting the vessel and in order to control bleeding that ensued, the surgeon made the decision to convert to open surgery. The csr indicated that the surgeon did not attempt to seal the vessel with the vs instrument or a fenestrated bipolar forceps (fbf) instrument that was also installed. The csr did not know the estimated blood loss from the reported event. The surgeon clipped and repaired the vessel via open surgery. The case was completed via open surgery and no post-operative complications have been reported. After the case was completed, the csr spoke to the surgeon about the event. Per the csr, the surgeon stated that she "took 1 bite too many" with the vs instrument. She also reportedly admitted to the csr that the intra-operative complication was caused by surgical error. According to the csr, the surgeon did not believe the vs instrument malfunctioned; therefore, the vs instrument was discarded by the site.

Manufacturer narrative:
Based on the information currently provided, the root cause of the event is suspected to be related to the surgeon inadvertently grabbing and cutting a vessel that was not intended for transection. No product issue was alleged, and isi was advised that the vessel sealer instrument was discarded, which prevents device return and evaluation. If additional information is received, a supplemental MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. This complaint is being reported due to the following conclusion: during a right hemicolectomy surgical procedure, the customer converted after the start of the procedure due to the unintended severing of a vessel. While there was no allegation of a product issue, an isi device was in use when an injury occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.